Event description:
International customer reported that a patient presented with a wound dehiscence one week following knee surgery. The patient was returned to surgery for repair.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.